Event description:
It was reported that during a gastric sleeve procedure, the stapler misfired. It is unknown if the device cut. It is unknown if the device stapled. The surgeon tried multiple reloads and the same thing happened. Another device was used to complete the procedure. No adverse consequences reported. On what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Unknown. Is there any other additional information you would like to share about this device or procedure? No other details.

Manufacturer narrative:
(B)(4). Damaged joint cover. Additional information was requested and the following was obtained: did the device cut? Yes, but there were ragged cut lines. Did the device staple? Mostly, but there were several unformed staples and gaps in stapling. On what tissue type was the device used? At what location on the tissue? Small bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Fourth. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one device was returned in good visual condition and with six ecr60w cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.